Manufacturer narrative:
Inspection of the guidewire revealed the ptfe coating was damaged intermittently between 7cm to 30cm from product distal end for longitudinal direction continuously. Based on the finding, it was though that the damage was the scraping damage, and the scraped fragment might be remained in the pt anatomy. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. After the ptfe coating in the production process, inspection test is conducted for each ptfe coating lot to check that the coating is made with appropriated adhesion strength and there is no deficiency with the coating quality. Review of the inspection test record of subject guidewire revealed that the ptfe coating was confirmed to be appropriate without quality defect. Based on the outcomes of the investigation, it is inferred that manipulation of dca device was performed while the metallic part of the device was heavily contacting with the surface of the guidewire, resulting the scraping damage of the ptfe coating due to the scratching force exceeding the product design limit. IFU describes in its warning section; do not use this guidewire in combination with catheters (atherectomy catheter, metallic dilator, etc. ) which metallic parts may contact surface of this guidewire. Otherwise, this guidewire may be damaged or break apart.

Event description:
Reportedly, for the procedure using a dca device to a lesion at lad #6, subject guidewire was used in combination with the dca, and intravascular endoscope observation revealed some greenish fragments in the vascular which was supposed to be the damaged and fractured ptfe coating from the guidewire. Checking the dca, same greenish fragment was found in its nose cone area. Physician thought there was no injury or impact with to the patient.

Manufacturer narrative:
(B)(4)